Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 45 mg/dl and that the sensor is not reading accurately. Customer indicated that their blood glucose is not the same as the sensor reading. Troubleshooting found that the sensor was bent. No further details given.